Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
In the evening of 4/11, the pt, a niddm, was experiencing symptoms of frequent urination, thirst, sleepiness and dehydration. A blood glucose result on his one touch basic meter at 7/p was 65 mg/dl. Because he was feeling ill, he went to the ER where a laboratory glucose result of 528 mg/dl was obtained at 8:40/p (no treatment recorded in the ER). The pt was admitted to the hospital with a diagnosis of "poorly controlled diabetes and hypertension." Treatment provided while hospitalized is unknown. According to the rptr, the meter "looked like it had not been cleaned" and "was very dirty." A checkstrip test performed by the rptr on 4/14 was within the labeled calibration range of 70-95, result 77. This test was performed post-cleaning.